Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Related manufacturer reference# 3006705815-2019-04681). It was reported that the patient is experiencing ineffective therapy. As a result, the patient underwent surgical intervention on 25nov2019, wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.